Event description:
It was reported, that "during x-ray routine after replacing the trach tube, it was discovered that the cannula had dislodged into left lung". The involved device cannula has been returned for evaluation and forwarded to the quality laboratory. Patient x-rays have also been provided.

Event description:
It was reported, that "during x-ray routine after replacing the trach tube, it was discovered that the cannula had dislodged into left lung". The involved device cannula has been returned for evaluation and forwarded to the quality laboratory. Patient x-rays have also been provided.